Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unknown critical alert occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. The reported event of an unknown critical alert is reportable based on the finding of app crash. No injury or medical intervention was reported.